Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, a battery compartment crack was found below the grip pad. The pump powered up to a dim and discolored display without the auditory feature. The keypad cover was torn. The contrast button responded intermittently. Removal of the keypad cover found contamination under all the button contacts. Pump casing was opened and a cracked solder join was found on the sound assembly. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked, the display was dim/discolored, the contrast button had tactile issue, and the audible feature was not operational. This report is made based on the results of investigation completed on 08/27/2015.